Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level. Although requested by tandem technical support (cts), pump logs were not uploaded for cts review. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.